Event description:
The customer reported that the device jaws would no longer open during the procedure. There was no tissue damage as a result of this problem. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was originally reported that the lot number for the device was s3efou2x. However, this is an invalid lo number.